Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer was able to clear the alarm and able to complete the rewind process. Customer performed displacement test and test was failed they received another insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin pump error alarms noted during testing. The motor was tested outside of the insulin pump and passed.